Manufacturer narrative:
Device review could not confirm the reported complaint as the device was not received for review. A review of the manufacturing documentation could not be performed as the batch number is unknown. A similar complaint batch review could not be performed as the batch number is not known. The event description is not sufficiently clear for this complaint. Further clarification has been requested from the customer however no response has been received to provide clarification for this complaint. From the information available, there is nothing to indicate that the device was not used per the directions for use/product label. The most probable root cause classification code assigned to this complaint is anticipated procedural complication where analysis of all available information determined that the reported event is an anticipated procedural complication as detailed within the IFU. Based on a review of the fmea's, vessel dissection as a reported classification is not a new or unanticipated failure mode. No updates are required for risk documentation based on this complaint. We will continue to monitor occurrence rates per the risk documentation. Based on the above conclusion no further escalation or corrective action is required at this time. We will continue to monitor for these complaint types.

Event description:
The device caused a dissection.

Manufacturer narrative:
Device review could not confirm the reported complaint as the device was not received for review. A review of the manufacturing documentation could not be performed as the batch number is unknown. A similar complaint batch review could not be performed as the batch number is not known. The event description is not sufficiently clear for this complaint. Further clarification has been requested from the customer however no response has been received to provide clarification for this complaint. From the information available, there is nothing to indicate that the device was not used per the directions for use/product label. The most probable root cause classification code assigned to this complaint is anticipated procedural complication where analysis of all available information determined that the reported event is an anticipated procedural complication as detailed within the IFU. Based on a review of the fmeas, vessel dissection as a reported classification is not a new or unanticipated failure mode. No updates are required for risk documentation based on this complaint. We will continue to monitor occurrence rates per the risk documentation. Based on the above conclusion no further escalation or corrective action is required at this time. We will continue to monitor for these complaint types.

Event description:
The device caused a dissection.

Manufacturer narrative:
Device review could not confirm the reported complaint as the device was not received for review. A review of the manufacturing documentation for lot # 253853 did not highlight any anomaly which could contribute to this reported event. A similar complaint review was completed. As of 17th september 2015 three further complaints has been opened in relation to lot # 253853. Complaint lot-pc15-016 and complaint lot-pc15-017 detail the same reported event, occurred at the same time and were reported by the same physician. Both complaints detail the following; 'the physician noticed that when the devices are inserted and the dilator that is in the device are removed, it creates a vacuum and sucks air into the introducers'. The root cause could not be determined and devices were not returned for both complaints lot-pc15-016 and lot-pc15-017. The reported events are not similar to this complaint (lot-pc15-028). Complaint lot-pc15-028 details an as reported event of vessel dissection which is similar to this complaint (lot-pc15-033) where the as reported event is also vessel dissection. The event description is not sufficiently clear for this complaint. Further clarification has been requested from the customer however no response has been received to provide clarification for this complaint specifically; from the information available, there is nothing to indicate that the device was not used per the directions for use/product label. The most probable root cause classification code assigned to this complaint is 'anticipated procedural complication' where analysis of all available information determined that the reported event is an anticipated procedural complication as detailed within the IFU. Based on a review of the fmeas, vessel dissection as a reported classification is not a new or unanticipated failure mode. No updates are required for risk documentation based on this complaint. We will continue to monitor occurrence rates per the risk documentation. Based on the above conclusion no further escalation or corrective action is required at this time. We will continue to monitor for these complaint types.

Event description:
The device caused a dissection.

Event description:
The device caused a dissection.